Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years and 3 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2018, it was reported that the patient was admitted to the hospital for ventricular tachycardia (vt). During the hospital admission, the patient¿s lactate dehydrogenase (ldh) trended upwards from the 300s u/l to upper 500s u/l. The elevated ldh resolved with medical intervention. On (B)(6) 2018, the patient¿s ldh was back down to 330 u/l . The patient¿s arrhythmia was managed and the patient was discharged on an unspecified date. On (B)(6) 2018, the customer reported that the patient¿s ldh was within normal limit during a clinic visit the week before last. The cause of the ldh increase was not determined, but there was speculation that the patient's arrhythmia upon admission may have contributed to a clot that moved through the pump. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. A review of the system controller log file confirmed the report of elevated power. The device appeared to be functioning as intended. A direct correlation between the device and the reported power elevations could not conclusively be established through this investigation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.